Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's patient programmer (pp) screen would turn off when increasing past 2.3. The caller also reported that the patient has had leakage since implant, but stopped leaking 3 week ago when stimulation was increased. However, 2 or 3 days prior to the call the leaking started again and so the patient wanted to increase stimulation. The caller indicated that "when the doctor had it at 2.0v he had real discomfort." The patient's healthcare provider (hcp) decreased to 1.9 and the patient was comfortable. The patient reported they were not instructed on how to use the pp and has had trouble with it so he had to teach himself. During the call the patient was able to connect with the implant which was confirmed to be turned on and set to 2.3. The caller was assisted with increasing stimulation to 2.4 where the patient confirmed comfortable stimulation and the patient was reminded that the pp needs to be kept over the implant when changing stimulation and the screen will go black on its own after a little while. The pp appeared to be functioning as intended, but if the screen issue does continue the patient should contact the manufacturer again. The caller was also advised to follow-up with their hcp regarding their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.